Event description:
A user facility reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, brown stains was found adhered to the sheet laid under the scope due to insufficient cleaning or reprocessing. It was reported that scope was used to release the volvulus and the facility speculates that some suction may have remained in the channel at the time. The scope was properly reprocessed after the case, was used for multiple colonoscopies until june 25, 2022. There was no report of patient harm or user injury associated with this event. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, no defect was found with the subject device. The device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported brown foreign material on the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not confirm the reported contamination. However, it was presumed that the potential contaminant did not originate from the endoscope. The investigation was unable to establish the root cause of the reported incident. The occurrence of the reported problem can be prevented by adhering to the in instructions found in the following sections of the device¿s instructions for use (IFU)/reprocessing manual: chapter 4 reprocessing workflow for the endoscope and accessories and chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.